Event description:
It was reported that the pt presented with a two month progressive history of vertigo, difficulty walking, and tremor/ataxia. Angiography revealed an occluded left vertebral artery. In 2008, the pt underwent a successful stenting procedure to treat the occlusion. Immediately post procedure, the pt was reported to be agitated and confused. The pt developed a worsened ataxia and became more dysarthric and encephalopathic despite "excellent" cerebrovascular flow. At this time, the physician began to reevaluate the cause of the patient's symptoms and ordered lab work, yielding the leading diagnosis of spontaneous creutzfeldt-jakob disease (cjd). The pt became "profoundly" hypophonic and exhibited a severe jaw tremor as well as tongue impersistence. A percutaneous endoscopic gastrostomy (peg) tube was placed in the pt the following month, as the pt was no longer able to safely swallow. On the next day, the pt became hypotensive, and appeared gray and clammy. The following day, startle myoclonus was briefly seen. Three days later, the patient's family opted to proceed with comfort care only. The pt died two days later. Analysis of the autopsy tissue confirmed the diagnosis of cjd.

Manufacturer narrative:
Other for no allegation of malfunction or non-conformance contributing to the reported event.